Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net transmission. Upon review of the transmission, the implantable cardiac monitor exhibited undersensing resulting in false pauses. It was noted that undersensing may be due to poor electrode contact in the pocket. It was also noted that the patient experienced hematoma one day post implant which may be the cause of undersensing. No further information was available.